Event description:
It was reported that the patient underwent thoracoscopic right upper lobectomy, and the device was placed for use. After the use of endoscope, when the johnson & johnson device was removed, and it was found that the device was cracked. After searching, the fragments are found and spliced, basically restoring the original shape of the device.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # v95d3z investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.